Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 220 mm from the distal tip, also at the distal end. The main tube was broken and the broken pieces measuring proximately 5.00 mm x 12.00 mm and 3.00 mm x 12.00 mm, were not returned with the instrument. The main tube was broken at the distal end and the broken pieces measuring proximately 5.00 mm x 2.50 mm, was not returned with the instrument. Due to the broken main tube, these additional failure occurred: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube but returned with the instrument. It was also found that the grip and pitch cables, as well as the flush tube, were broken. The cable and flush tube were fully broken. The cables are broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The instrument housing was removed, and it turned out that the grip cable axis #07 had come dislodged from the input shaft. The grip cable was completely detached but returned with the instrument. The instrument was unable to be tested due to the physical damage condition in which form was returned from customer. Common causes of these failures are typically attributed to the use conditions. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.